Manufacturer narrative:
Investigation flow: damage. Visual inspection: the 2.4 drill (part #: 288301024/ lot #: ng86081 ) was received at us cq. The drill was broken off just proximal to the bit starting. No other defects were identified. The overall complaint was confirmed due to the broken condition of the bit. Device failure/defect identified? Yes; drill bit was broken. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received 2.4 drill. Although no definitive root-cause can be determined it¿s possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for the 2.4 drill was conducted identifying that lot number ng86081 was released in a single batch. Batch1: units were released on aug 16, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the drill was received with an unknown allegation. The patient and procedure involvement were unknown. This is report 1 of 1 for (B)(4).